Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed.

Event description:
Allegedly, it was reported in medwatch report mw5095070 that "I had cartiva implant placed in my big toe. Device caused massive infection which placed me in hospital for a week. Over a year and a half of pain after and apparently nothing wrong with the implant, I went to another doctor and begged for him to remove the foot, the device had failed. My joint was destroyed, I had to have my toe rebu22julilt and fused. FDA safety report ID# (B)(4)."